Event description:
According to the reporter, the videolaryngoscope had no display and the led light did not lit up when loading. There was no patient involvement.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted a total of one battery was received for evaluation. During testing the battery was inspected. The battery was tested by placing the battery into the test handle. When testing the battery the following results were observed: the test handle would power on and the led illuminated from the camera. The power button was pressed multiple times but the display remained blue with the battery symbol flashing. There were no additional anomalies observed during testing. It was reported that the videolaryngoscope had no display and the led light did not lit up when loading. The reported issues were confirmed. The most likely cause was traced to a component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.